Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was damaged and no longer holds the reservoir in place. The patient's blood glucose at the time of incident was 367 mg/dl. Troubleshooting was initiated for the physical damage. The threading that holds the reservoir compartment together was broken. The damage occurred when the pump fell out of the customer's bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.